Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty connector at interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify watchdog timeout alarms due to full segment display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had partial display. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had went black once they hit a button. Customer stated that they hold the insulin pump at a weird angle to read the screen and the back light had to be on. Customer states the insulin pump was neither dropped nor bumped. The device will be returned for analysis.